Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that patient experienced an allergic reaction due to wearing nontemplated aligner arch. Treatment has been discontinued. Patient seen a dermatologist who advised patient to take benadryl and use rx for steroid cream; no additional medical intervention was needed.

Manufacturer narrative:
Treatment of this patient reviewed the information and not found problems or deviations during the manufacturing process. We reviewed record lot of material used for this case and not found problems, the material was accepted in incoming inspection fulfilling with inspection criteria and the requirement/characteristics regular of this material. No defect proven/no failure found.